Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A review of the downloaded data log found "shutdown receiver" at receiver battery high levels on incident date. A functional test was performed and it passed. The receiver case was opened for further evaluation, the receiver interior inspection confirmed the control chip was damaged. The complaint was confirmed for receiver powers down instead of sleeps because defective receiver battery control chip was damaged. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver powers down instead of sleeps. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.